Manufacturer narrative:
As reported, during the 5mm x 4cm 155cm saber rx percutaneous transluminal angioplasty pta) balloon catheter was prepped, the stopcock and a non-cordis indeflator were connected to the balloon lumen and deflated; however, air was inhaled. The doctor thought that there was a problem with the connection with the balloon, so he checked the connector part, but same issue occurred. The physician commented that a hole might have been somewhere of the balloon. Therefore, the device was replaced with the same size non-cordis balloon catheter that was inflated at the lesion without any problems and the procedure was completed. There was no reported patient injury. The lesion was at the right common iliac artery and external iliac artery. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82188208 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage - during negative prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. Based on the information available for review, and without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the reported event. However, procedural factors and handling of the device may have contributed to the reported event. According to the instructions for use of the device, which is not intended to mitigate risk, ¿without twisting, slide the forming tube off the balloon. 2. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. 3. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 4. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 5. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 6. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 7. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 4 - 6. 8. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 9. Purge the air from the inflation device. 10. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Caution: do not apply positive or negative pressure to the balloon at this time. Do not use if product damage is suspected or evident.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the 5mm x 4cm 155cm saber rx percutaneous transluminal angioplasty pta) balloon catheter was prepped, the stopcock and a non-cordis indeflator were connected to the balloon lumen and deflated; however, air was inhaled. The doctor thought that there was a problem with the connection with the balloon, so he checked the connector part, but same issue occurred. The physician commented that a hole might have been somewhere of the balloon. Therefore, the device was replaced with the same size non-cordis balloon catheter that was inflated at the lesion without any problems and the procedure was completed. There was no reported patient injury. The lesion was at the right common iliac artery and external iliac artery. The device will not be returned for evaluation as it was discarded already.